Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that their previous ins popped out of the pocket and was "kind of sticking up a little bit" and causing a little bit of discomfort where it was sticking up. The patient stated the ins still worked so they decided to wait until they got the ins replaced to address this. They are not sure if this was due to something they did during the healing time following the date of implant (doi) that caused this to occur. The ins was replaced on thursday (due to normal battery depletion) and the patient called to inquire about post implant activity guidelines and healing. They want to ensure the same issue does not happen with new (current) ins. Reviewed general activity information, role of patient services and redirected the patient to hcp to further discuss this. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.